Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and abdominal distention. On the same day as the event onset, the patient was presented to the hospital for treatment; however, it was not reported if the patient was admitted for the event. On an unreported date, the patient was treated at home with unspecified anti-inflammatory drugs for peritonitis. Dianeal therapy was discontinued. The cause of the event and patient outcome were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.